Event description:
Bilateral removal and replacement of silicone implants secondary to right breast implant rupture -noted to have a rupture within capsule along seam-, bilateral 100% capsulectiomies.